Event description:
It was reported that the vertical lift column on the 9800 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The key was in the wrong position during the service call. The system was found to be working as intended and put back into service.